Manufacturer narrative:
Skin oedema and injections site mass are well known and described adverse reactions linked to hyaluroinic acid-based dermal filler injections. Their etiology can be various, and include overcorrection, gel migration, immune or inflammatory responses. Adequate treatment can lead to fast and complete resolution of the symptoms without sequelae. Please refer to the literature data below for more details. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This adverse event happened outside of the u.s., in (B)(6). According to the received information, six months after the injections of teosyal rha 3 in the nasolabial folds, the patient presented with an oedema and an injection site mass in the nasolabial folds. She was admitted to hospital with cervico-facial cellulitis, of multifactorial origin. Patient was treated with cortisone and antibiotics. According to the last received information, this treatment have not been improving the situation, which worsened over the last few days.